Manufacturer narrative:
This ipg serial number was included in a field correction. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 4. Reference MFR report: 1627487-2013-18135, 1627487-2013-18136, 1627487-2013-18137. It was reported, the patient experienced heating at the ipg site while charging as well as overstimulation at the pocket site which the patient indicated multiple reprogramming attempts were unable to resolve. The patient indicated her physician believed the issue was related to the leads and relocated her ipg from her hip to her back. The hip incision site became infected and although the infection has resolved, the patient experienced pain at the site. The patient wishes to have her scs system explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.